Event description:
"Implanted protos vr-cls. Obtained thresholds of 0.3 v, 12 mv, 1230 ohms. It was called back to the hosp two hours later due to intermittent loss of capture and sensing. When I did the thresholds using the ics 3000, pacing was over 4 volts and sensing was around 2 mv. A chest x-ray was taken ans lead looked exactly as it did at implant. Decided to wait overnight to see if thresholds would improve. The next morning thresholds had not improved. When we did thresholds in the cath lab using the era 300 thresholds were 0.7 v, 9.2 mv, and 972 ohms. Dr. Would not move the lead and demanded replacing the pacer. The protos vr was replaced with a philos ii dr-t and programmed to vvi-r. It programmed the output to 4 volts and sensing to 2 mv and have heard nothing from dr over the weekend." - biotronik rep.

Event description:
"Implanted protos vr-cls. Obtained thresholds of 0.3 v, 12 mv, 1230 ohms. I was called back to the hospital two hours later; due to intermittent loss of capture and sensing. When I did the thresholds using the ics 3000, pacing was over 4 volts and sensing was around 2 mv. A chest x-ray was taken and lead looked exactly as it did at implant. Decided to wait overnight to see if thresholds would improve. The next morning thresholds had not improved. When company did thresholds in the cath lab using the era 300 thresholds were 0.7 v, 9.2 mv, and 972 ohms. Dr. Would not move the lead and demanded replacing the pacer. The protos vr was replaced with a philos ii dr-t and programmed to vvi-r. I programmed the output to 4 volts and sensing to 2 mv and have heard nothing from dr. Over the weekend."